Manufacturer narrative:
H6: the previously applied fdc d16 is no more longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, it seemed it was broken when using on patient. When it was removed from hp, it was already broken.

Manufacturer narrative:
H3: product analysis found that, the device was wrapped in a white towel paper and returned in a (triple) resealable bag. The device was in a broken condition when returned, the inner shaft was broken. There were traces of contamination observed on the outer tube and on the tracker hub. The device failed functional testing due to defective condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, a possibility of breakage in the blade shaft was identified, and the rotation did not occur. The procedure was completed by switching to a backup product. There was a delay of five minutes in the surgery. There were no fragments detached. There was no patient impact. Additional information received from product analysis that, blade was broken.